Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device and determined that battery problem however this model is no longer supported, and the spare parts are no longer available due to end of life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life terms, and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was defective battery. The device is eol.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device turns off during check. There was no patient involvement.